Event description:
It was reported that customer experienced pixel problem on pump display that affected ability to read and interact with pump. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.